Event description:
Device 2 of 2. Reference MFR report #1627487-2012-03159. The pt reported experiencing burning while charging before his scs system stopped working. A replacement charger was sent to the pt. The replacement charger was able to communicate with the scs ipg. There is no further info available at this time.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.